Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated, the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 06/30/2011 and 07/01/2011 by phone, fax and mail. A completed questionnaire was received on 07/06/2011. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens suddenly released into the eye in a very abrupt manner. This caused the lens to impact the iris with significant force causing the iris to begin bleeding. In a follow up with the surgeon, he reported, the lens came out at an angle and caused the iris bleed. He could not tell if there was an iris tear or any obvious trauma. The surgeon used medications to stop the bleeding. The surgeon reported, the pt is doing well with an uncorrected visual acuity of 20/40-50 on the first postoperative day. The surgeon indicated, the pt will be placed on a longer period of postoperative medications. In a follow up, the surgeon indicated the event resolved with treatment.